Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets would not flow. It was further reported the user was "unable to flush or install chemo through the lower port". This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.